Event description:
It was reported that this pacemaker had shifted downward, which was confirmed by x ray. This device was revised; the fixation position was changed and remains in service. No additional adverse patient effects were reported.